Event description:
The patient is male, had and had a 5.5mm x 6mm posterior communicating artery aneurysm. The surgeon advanced the enterprise stent (enc452212/lot unknown) through the select plus microcatheter (606s255x/15836881) but felt friction at the distal part of the microcatheter. The surgeon had to remove the products as a unit and changed to another stent (details unknown) and microcatheter (details unknown) to complete. There was no adverse event associated with this complaint. The products have been discarded because the patient had an infectious disease.

Manufacturer narrative:
Concomitant medical products: select plus microcatheter (606s255x/15836881); second stent (details unknown); second microcatheter (details unknown). Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10280703. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of enterprise lot 10280703. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. A review of the manufacturing documentation associated with prowler select plus lot 15836881 presented no issues during the manufacturing process that can be related to the reported complaint. Based on the available information and without the return of the devices for analysis, no conclusion can be made regarding the resistance encountered during advancement of the enterprise vrd through the prowler select plus microcatheter. With review of the device history records there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.